Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the hyperglycemia. The customer's blood glucose level was 30.4 mmol/l and the current was 27.7 mmol/l. The customer was treated with insulin pump. The customer had no symptoms related to high blood glucose. The customer was using the insulin pump within 48 hours of the high blood glucose. The customer did not feel ok to troubleshoot for high blood glucose. The customer reported that the auto mode was active. The insulin pump will not be returned for the analysis.